Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose level was 280 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because the customer blood glucose rising, customer was not sick, customer suspects basal was not delivered and after bolus blood glucose lowers. Customer states the drive support cap appears normal or slightly indented. Customer reports insulin exited at the quick release. Customer was using a cannula based infusion set. Customer states the time or date was correct. Customer reports basal rates were programmed accurately. Customer reports bolus history displays all entries based on their recollection. Customer states they did not wear insulin pump during a medical procedure or test around magnetic resonance field. Customer states they performed displacement test and insulin pump passed the test. Customer states they were able to perform high pressure test at that time and insulin pump passed the high pressure test. The device will not be returned for analysis.